Event description:
IV remodulin pt. Patient¿s wife reports she had to make two cassettes and they did not work in either pumps due to high pressure alarm. She hasn¿t tried tubing, new cassettes, troubleshooting earlier with another rph and nursing with no success. She is currently on her way to the emergency room. No additional information to report at this time. Pump return tracking information is not available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Serial numbers currently checked out to patient are (B)(6). Maintenance due date are unknown as not reported. Reference report: mw5160655. Did the reported product fault occur while in use with the patient? ¿ no. Did the product issue cause or contribute to patient or clinical injury? ¿ no. Is the actual device available for investigation? Yes., upon return. Did we replace the device? No. Did the patient have a backup product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.